Manufacturer narrative:
(B)(4). Title effective method of gallbladder retraction for single-incision laparoscopic cholecystectomy source asian j endosc surg, 2018 (1-5) article number: 7 date of publication: 14 may 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study performed between may 2013 to april 2015, five out of 76 patients who underwent single-incision laparoscopic cholecystectomy procedure required conversion to open surgery. Among the five, four of them required laparotomy directly, and one patient needed laparotomy after adding the trocar. One of the patients also had a common bile duct injury intraoperatively which required the conversion to open.